Event description:
It was reported the hi-lo actuator housing had broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with notification that service for this complaint was cancelled due to the issues of the account being in the process of re-evaluation. An investigation will be reopened if additional information is received. Evaluation cancelled.

Event description:
It was reported the hi-lo actuator housing had broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.